Manufacturer narrative:
Upon retrospective review, it was discovered that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3016438761-2021-00291 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. H3 other text : MDR number 3016438761-2021-00291 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) elevated alinity I b12 results for one sample in addition to quality controls (qc) out of range. The following data was provided (reference range: 187 to 883 ng/l): (B)(6) 2021: level 2 qc was out of range high but repeated within range. (B)(6) 2021: level 1 qc was out of range high. Previous samples that were reported out of the laboratory were retested: sid (B)(6) initial result = (B)(6). No impact to patient management was reported.